Event description:
An infant became tachycardic and the pulse oxygen decreased and the infant became mottled as well as bradycardic. The infant's pulse oxygen level continued to drop. A chest x-ray was obtained and revealed a pleural effusion on the left side. However, the PICC line still appeared to be in place. The patient was subsequently sedated and intubated. A needle decompression and aspiration were performed at the bedside. The infant remains on the vent and in stable condition at this time. The PICC line was found to have eroded into the superior vena cava. The PICC line was removed and a new line was place. The PICC had been in place for four days.